Manufacturer narrative:
Evaluation summary: the report of pannus and calcification was confirmed. As received, all three leaflets had cut sections. Customer reported that the leaflets were cut during explant. X-ray demonstrated heavy calcification on all three leaflets, wireform distortion, and all three commissures bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on the remaining section of leaflet 1 on the inflow aspect. Calcification and host tissue likely led to the reported stenosis, however could not be confirmed due to condition of the valve as received. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect; the sewing ring fragment was not returned. The wireform was also exposed on commissure 2. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the explanted valve has been returned for evaluation; however, the evaluation is still in progress. A supplemental report will be submitted with findings once completed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately five (5) years and two (2) months, was explanted due to aortic stenosis secondary to pannus growth. This device was originally implanted for aortic valve replacement to correct aortic stenosis. The leaflets of this valve was resected due to severe pannus growth, and then this device was explanted and replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. The condition of the explanted valve was reported as ¿the leaflets seems not to be hardened with calcification.¿